Manufacturer narrative:
We are awaiting the return of the device for evaluation. A follow-up will be filed with the investigation results. Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. Internal complaint reference: (B)(4).

Event description:
It was reported that during a novasure endometrial ablation the physician "had trouble getting a good seal." The ablation was completed, but the physician had trouble getting the array out. The uterus was viewed and two burn holes were noted at the top of the uterus. A general surgeon was brought in and confirmed no bowel injury was found. No treatment was given for the burn and the patient was released.

Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. Upon inspection, the suction line, vacuum feedback line and rf cable assembly were found to be cut. Therefore, functional testing was unable to be performed. A hole was observed on the bottom side of the array near the proximal array end. This was most likely caused by excessive longitudinal retraction force exerted on the array after the procedure, resulting in abrasion of the array against the external sheath distal tip. As this damage presumably occurred post-ablation, the device ablation profile would not be impacted. The reported complaint and adverse event cannot be confirmed. This observation will be monitored and trended.